Event description:
It was reported the patient was not getting any symptom relief. Device interrogation was attempted with both a physician programmer and a patient programmer, but no connection was obtained with the device. There was not normal battery depletion. The device was replaced and a new lead was implanted. The old lead was left in place. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Eval meth : analysis of the ipg model 3023, serial # (B)(4) found no telemtry and no output. The battery was at normal end of life. No significant anomolies were found. Analysis of the extension 3095-10, serial number (B)(4), found no anomolies.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product typ extension, product ID (B)(4), lot# v234233, implanted: (B)(6) 2009, product typ lead, product ID 3031a, serial# (B)(4), product typ programmer, (B)(4). The device and extension were returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.